Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the lead had a single measurement of low hvli. The physician was concerned that the lead may damage the device. The lead was explanted.